Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #1 indicated that the physician did not provide any additional information however, he stated the events are not related to vns. The information has been corrected on this report.

Event description:
Clinic notes dated (B)(6) 2012, and (B)(6) 2013 indicate that the patient has a past medical history of sleep apnea. It was noted that the patient is unable to tolerate CPAP due to bronchitis. The relationship between the obstructive sleep apnea and vns is unknown. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Information from the physician revealed that the stoke and sleep apnea are unrelated to vns.

Event description:
The physician was contacted; however, he did not provide any additional information.

Manufacturer narrative:
.